Manufacturer narrative:
A1: patient identifier: not available due to data privacy. A2: age or date of birth: not available due to data privacy. A3a: sex: not available due to data privacy. A3b: gender: n/a . A4: weight: not available due to data privacy. A5: ethnicity: not available due to data privacy. A6: race: not available due to data privacy. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E2: health professional: unknown. E3: occupation: unknown. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the involved angio-seal was assembled according to the instructions for use (IFU). When inserting the bypass tube, there was no indication that there was no "anchor" or "collagen" in the angio-seal system. The system felt soft/labby. When removing the angio-seal, the wire and tamper tube were missing and the "sheath" simply came out, therefore, the user finished the intervention via manual compression. The patient had been treated as intended. There was no significant blood loss. There was no patient harm.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section d9, update section h3, and to provide the completed investigation results. One (1) 6 french angio-seal device was returned for product evaluation. The returned device included the header bag, ploy-foil pouch, hemostasis sheath and carrier tube. Pictures of the device were also provided displaying the sheath and carrier tube assembly and header bag. The device was visually inspected and found to have been in used condition with visible signs of blood. The hemostasis sheath and carrier tube were returned fully mated and fully rear locked and the anchor was visible within the distal tip. Functional testing was performed by resetting and redeploying the returned device. The device was reset to the forward lock position and then set to the fully rear-locked position. The anchor was deployed and posted properly to the tip of the hemostasis sheath. Deployment was then tested by manually pulling on the anchor. The anchor, suture, collagen, and tamper tube were able to deploy from the device successfully. The complaint was confirmed for a non-deployment pullout. The exact root cause was unable to be determined. The likely cause was determined to have been an obstruction to the distal tip preventing proper deployment of the components. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).